Manufacturer narrative:
Zoll has not received the quattro catheter (lot# 154927) for investigation. A follow-up report will be submitted when the product is returned and the investigation has been completed.

Event description:
R femoral alsius coolgard central line stopped functioning. Started to leak water and blood from line. Upon removal noted to have the white port of the lumens sliced in half and not intact. Balloon of alsius seemed intact. Patient tolerate removal well and no other complications noted.